Manufacturer narrative:
Internal complaint reference: (B)(4). Ben, c., liu, x., shen, t., song, y., li, h., pan, b., ... & zhu, s. (2021). A recombinant human collagen hydrogel for the treatment of partial-thickness burns: a prospective, self-controlled clinical study. Burns, 47(3), 634-642. Doi: https://doi.org/10.1016/j.burns.2020.01.006.

Event description:
It was reported that on literature review "a recombinant human collagen hydrogel for the treatment of partial-thickness burns: a prospective, self-controlled clinical study", 21 patients with partial thickness skin burns were being treated with recombinant human collagen hydrogel or a human-ctla4-ig gene-transferred pig skin xenotransplant and all wounds were covered with jelonet paraffin gauze dressing. Patient 20 had an infection with staphylococcus epidermidis at day 10 after the injury. It was not reported how the adverse event was treated. By day 20 the wound was completely healed.

Manufacturer narrative:
The device was not returned for evaluation, the reported event cannot be confirmed. A documentation investigation has been performed. Historical complaint data has been reviewed, the review found no quality concerns and no open corrective actions. The instruction for use contains adequate instruction with regards the safe operation and use of the product, local infection is mitigated as an associated risk with the product risk files. A review of the manufacturing records could not be performed, no product identifier or lot number was provided. Medical review concluded, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. However, per the article, the wound was completely healed by day 20 after 10 days of oral antibiotics. No further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. Potential causes for the reported infection, includes wound preparation and care. No manufacturing quality concerns have been observed, therefore no corrective actions are deemed necessary, smith and nephew will continue to monitor for adverse trends.